Event description:
Additional information from the site provided the patient weight. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4), lot no. Va198ex.

Event description:
A healthcare provider for a clinical study reported infection from stage 1 lead placement/trial despite having a good response to therapy. The site was examined on (B)(6) 2016 which showed redness, swelling, and fever. An aerobic bacterial culture yielded (B)(6). The event, which was related to the implant procedure and lead introducer site, resulted in an unscheduled clinic/office visit and the leads being explanted on (B)(6)2016. The event resolved without sequelae on (B)(6) 2017; the patient completed a new stage 1 and 2 procedure once infection cleared. Indications for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va198ex, product type: lead.

Event description:
Additional information received reported trial stimulation done with 1 lead. After explant and infection healed and at time of stage 2 implant, a new lead was implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported leads were explanted on (B)(4) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.